Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates when attempting to use the trendelenburg function, the bed will run into the high or low position and then stop.